Event description:
It was reported that patient complains of a lot of pain in groin and thigh area over the past two years. Her bone scan from (B)(6) 2012 has shown loss of bone mass and osteolysis. It was further reported per fax received from patient on (B)(6) 2012 that, "I am submitting the part numbers sheet that is from the stryker ceramic trident accolade system, which I implanted on (B)(6) 2007. I have been having a problem with the tmzf hip stem [...] I would like to have these parts researched, as my doctor suspects there could be a problem with the stem."

Manufacturer narrative:
The following other hip devices were also listed in this report: alumina v40-femoral head 32mm, +0mm nk, catalog: 6565-0-132, lot ID: 19077902. Trident psl ha cluster 50mm, catalog: 542-11-50e, lot ID: 25110001. Trident alumina insert, catalog: 625-0t-32e, lot ID: 19829802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.